Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05440. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into a double curved watchman ® access system. The closure device was deployed, but the compression was low, so the closure device was fully recaptured and removed. Sweeps were performed and there was no pericardial effusion. A 27 mm watchman ® laa closure device & delivery system was inserted into an anterior curved watchman ® access system. The closure device was deployed and landed proximal, so this closure device was also fully recaptured. During this time the patient developed a slow growing pericardial effusion(pe). Images were reviewed, but they were unable to determine when the pe occurred. A pericardiocentesis was performed and 350cc of blood was removed. The procedure was aborted and the patient is currently doing fine.